Event description:
The customer reported, the system made a popping noise, image became very grainy, and the system displayed an overload fault message and stopped displayed an image. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and replaced the snubber board, battery charger pcb, x-ray tube, and high voltage tank. The system operates as intended.